Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. A repair has been completed by replacing the block of the instrument. This is the initial and final report for this issue.

Event description:
A customer reported that the instrument, applied biosystems 7500 fast dx real-time pcr (cat. No. 4407205) with serial no. (B)(4), was having a jammed drawer and heated cover error. No patient involvement was reported.